Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name of the index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please clarify ¿the patient the skin mucous membrane function damaged¿. Was the patient¿s skin mucous membrane function damaged due to the reported event? Please describe the ¿function damage¿? Other relevant patient history/ concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The pulling off of suture needle happened when sewing the muscularis to stop bleeding in the surgery, and caused bleeding. Changed to another device to compress the hemostasis immediately and completed the surgery. The patient skin mucous membrane function damaged. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/08/2021. A manufacturing record evaluation was performed for the finished device ph7868, and no non-conformances/manufacturing irregularities related to the malfunction were identified. Additional information was requested, and the following was obtained: on what tissue was the suture used?--muscular layer. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure. Name of the index surgical procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please clarify ¿the patient the skin mucous membrane function damaged¿. -was the patient¿s skin mucous membrane function damaged due to the reported event? -please describe the ¿function damage¿. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.